Event description:
Additional information received indicated the physician suspected right ventricular (rv) damage, however, diagnostic imaging was not performed.

Event description:
It was reported that during a remote follow-up, noise and loss of capture were noted on the right ventricular (rv) lead. Rv lead damage was suspected; however, it is unknown if diagnostic imaging was performed. Abbott technical support was contacted; however, no intervention has been performed and this time. The patient was stable and will continue to be monitored.